Event description:
It was reported that the customer had a reservoir that leaked past both o-rings. The customer stated that he had been experiencing high blood glucose levels. The customer also stated that he found moisture on the back of the reservoir but that there was no damage to the reservoir when he opened them. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether nor not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.